Event description:
It was reported that the compressor was frequently switching to standby mode. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was claimed that compressor was frequently switching to standby mode. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue was not reproduced and no part was replaced. Therefore, the root cause of the issue could not be confirmed.

Event description:
Manufacturer's ref #: (B)(4).